Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the battery, sealed lead acid,12v. All functional and safety checks are meet to factory specifications performed and returned to use.

Manufacturer narrative:
Corrected fields: b5, h6 (health impact, clinical code). Updated fields: b4, g3, g6, h2, h11.

Event description:
It was reported that during use the cs300 intra-aoritc balloon pump (iabp) had battery autonomie is 6 min.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) was battery malfunction. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.